Event description:
It was reported that the during the implant procedure of the right ventricular (rv) lead, the patient experienced heart failure due to tricuspid insufficiency. The rv lead placement site was suspected to be cause of tricuspid insufficiency. The lead was re-positioned and was replaced with a new lead in a different position. Echocardiography post-surgery did not show any improvement with tricuspid insufficiency. Hospitalization was required due to the reported event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.